Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The summit offset stem inserter is broken.

Manufacturer narrative:
Examination of the returned instrument confirmed the tip broke off. Previous investigations for this failure found the stem inserter was cyclically loaded in reversed bending, likely due to repeated slightly off-axis impactions in the two possible orientations, resulting in high stress low cycle fatigue crack initiations and propagation to failure. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.